Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6 the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the device was manufactured eight years and eleven months ago therefore the failure was due to aging of the device.

Event description:
The user facility returned an asset, high flow insufflation unit to the service center. During a standard inspection of a customer returned asset, it was found that the unit failed secondary pipping leakage test. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of the device failing secondary pipping leaking test due to a faulty electro pneumatic proportional valve. Additionally, the power switch was old and needed replacement. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.